Manufacturer narrative:
(B)(4). Please note that this device, endurant evo, is not marketed in the united states; however, it is similar to the united states marketed device, endurant ii. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55mm in diameter abdominal aortic aneurysm. The proximal neck was 18-19mm in diameter and 26mm in length. The left iliac was moderately tortuous. The right and left common iliac arteries were 8mm in diameter. It was reported that during the index procedure, the stent graft was inaccurately delivered covering the left internal iliac artery. The investigator indicated that the event is related to marker interpretation. No intervention was performed and the event was reported as resolved. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. "Due to the marker misinterpretation, iliac extension was misplaced and the internal iliac artery was overstented. At the 1 month follow-up the patient did not experience buttock claudication. Only exercise related leg pain probably due to hematoma (not clinically significant)."